Manufacturer narrative:
(B)(4). Batch # = n90h5w. The analysis results found that the er320 device was returned with the jaws yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining (B)(4) clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy, on the first fire the clip misfired and did not deploy. A second like device was used to complete the procedure with no patient consequences reported.